Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No scrolling numbers display anomaly noted. Unable to verify the motor error alarm due to unresponsive button. Motor passed motor test. The device had a scratched display window and a cracked reservoir tube. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had display anomaly, keypad anomaly, and motor error alarm. The blood glucose at the time of the incident was 264 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.